Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-01574. The serial number was not provided; therefore the manufacture date, expiration date and unique device identifier are not available. Approximate age of device ¿ 39 days. The patient remains ongoing on lvad support. The serial number of the device has been requested. No additional information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 and received a pump exchange on (B)(6) 2016 for hemolysis. It was reported that the patient observed elevated pump power and flow estimation readings on (B)(6) 2016. The patient was admitted to the hospital and started on a heparin infusion as a precaution. The patient's lactate dehydrogenase (ldh) on (B)(6) 2016 was 257 u/l. The system controller was exchanged by the vad clinician. It was reported that the patient was asymptomatic and there was no change in vad parameters. On (B)(6) 2016 the patient's ldh was 225 u/l. A cardiac CT was negative for thrombus. On (B)(6) 2016 the patient's ldh was 198 u/l. On (B)(6) 2016 the ldh was 172 u/l, and the heparin infusion was discontinued. Throughout the hospitalization the patient's inr ranged from 1.4-3.6. The patient was discharged on (B)(6) 2016 with an anticoagulation regimen of aspirin, plavix, and coumadin. The pump power and flow estimation readings will be monitored in the outpatient setting. At a follow up appointment on (B)(6) 2016 the patient's ldh was 210 u/l.

Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). The pump remains in use supporting the patient. No equipment was returned for evaluation. The report of elevations in pump power and flow was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined. The first log file contained approximately 7 days of data which captured elevated power and calculated flow levels while the pump was operating at the set speed of 9200 rpms. Approximately 2 months after discharge, an additional log file submitted for review contained approximately 9 days of data which also captured elevated power and calculated flow levels and multiple pi events while the pump was operating at the set speed of 9,000 rpms. Specific causes for the elevations in power and flow could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: per device tracking information received, the patient's pump that was implanted on (B)(6) 2016 is serial # (B)(4). On 11/10/2016 additional log files were submitted for review by the manufacturer¿s technical services representative, and revealed multiple pump power elevations on (B)(6) 2016. The power level appeared to be trending downward on (B)(6) 2016. No additional information was provided.